Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed a message indicating to check the left ventricular (lv) lead. The lv pacing impedance measurements ranged between 1,200 and 2,000 ohms in the lv tip to lv ring configuration. An lv pacing impedance measurement of 386 ohms was obtained in the lv tip to right ventricular (rv) ring configuration. A potential lead fracture in the proximal ring was suspected. Boston scientific technical services (ts) provided troubleshooting options. The lv sensing configuration was changed as well and monitoring was continued. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.